Manufacturer narrative:
The user facility made 1 report and returned 2 devices for evaluation. However, event specific information has not been made available. Therefore, the decision was made to submit a single report for the reported multiple occurrences based on a previous review of a similar complaint with MDR assistance personnel and FDA regulatory affairs personnel on 02/05/1998. The returned samples were visually examined and leak tested. This evaluation confirmed the reported leakage. All units are leak tested during production and there were on indications of any production related problems in the device history record. A review of the complaint records confirmed that this lot number has not been reported previously. The device labeling does address the potential for such an occurrence with specific cautions to monitor the pump (and replace) if there are fluid leaks or blood in the rear chamber. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up.

Event description:
The user facility reported that during priming of the circuit, the perfusionist noticed leakage from the centrifugal pumphead. The unit was changed out prior to the start of the bypass procedure. Therefore, there was no patient involvement.